Event description:
Early this morning caregiver was changing patient when side rails caved in. She states she turned around and patient rolled out of bed. He has a bump on his head but no major injuries. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).